Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report#: 1627487-2012-06082 and 06083. It was reported the pt is no longer receiving adequate coverage. Reprogramming was unsuccessful. X-rays were taken and revealed one of the pt's leads has migrated. It was also reported the pt is experiencing heating at the ipg site while recharging. The next course of action is unk at this time.